Manufacturer narrative:
The customer's meter was requested and a follow-up report will be sent once investigation is completed.

Event description:
An adc customer reported initially receiving a meter reading of 84mg/dl in which she reported that she did not have any injury, did not take any insulin and did not have any symptoms. No specific day or time were reported however, customer further reported that she ended up in the hospital where there was an hcp meter reading of 29 mg/dl obtained. Customer reported a loss of consciousness and also stated she had gone into a diabetic coma. Customer then refused to complete the remaining survey questions and refused meter replacement/upgrade. There is no report of subsequent treatment received or diagnosis. It is also unknown if both the reported readings were obtained on the same day as the medical event and within ten minutes of one another. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As customer's product has not been returned, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 10.6 mmol/l, 6.2 mmol/l, and 4.1 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.